Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. On (B)(6) 2020, the patient reported redness, pain and itchiness at the sensor site. The itchiness continued after the sensor was removed and it took a month for the skin reaction to heal. Once healed, the itching stopped but a dark scar remained. No additional patient or event information is available.